Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device explanted. Could not interrogate device following implant. The error message said device has had frequent resets. No adverse patient events reported. Should additional information become available, it will be added to this file.